Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08338 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use and there was a condensation/steam forming that patient had seen before falling off within 24 to 48 hours, which caused the patient blood glucose levels to 300 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.